Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered vaginal discharge, vaginal odor, vaginal burning, vaginal infections, dysuria, urinary incontinence, urinary urgency, bleeding, and vaginal pain. No further information has been provided.